Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that a successful thrombectomy was performed with the retriever (subject device) to remove a clot located at the left m1 and m2 segment. The following day, the patient suffered asymptomatic intracerebral hemorrhage (ich) along the left m1 segment and magnetic resonance imaging (MRI) indicated that it was not a hemorrhagic infarction. Due to the asymptomatic ich, the patient's anticoagulant therapy was stopped. No further information is available.

Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number (765) of the device does not match any of the manufacturer's lot numbers for this device. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that a successful thrombectomy was performed with the retriever (subject device) to remove a clot located at the left m1 and m2 segment. The following day, the patient suffered asymptomatic intracerebral hemorrhage (ich) along the left m1 segment and magnetic resonance imaging (MRI) indicated that it was not a hemorrhagic infarction. Due to the asymptomatic ich, the patient's anticoagulant therapy was stopped. No further information is available.